Manufacturer narrative:
Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1100373268. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a tough time deflating his device. As a result, the cylinders and pump were explanted, and the reservoir was drained and retained. A new ipp was implanted. No patient complications were reported.